Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, that the cgm app and os incompatible due to unsupported os update on smart device. No additional patient or event information is available. No data or product was provided for investigation. Issue was unable to be determined as the complaint was made via social media and reporter could not be reached for additional information. The root cause could not be determined.